Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had an infection on their leg which was oozing pus, there was redness, itching, irritation and pain at the cannula insertion site. The pod had been worn between 49 and 71 hours. The mother reached out to the healthcare provider (hcp) on (B)(6) 2026 and discussed potentially using chlorhexidine during pod changes. Following the discussion, the hcp assumed it was a pod site infection and prescribed an antibiotic. The patient was not seen by the hcp; the consult was over the phone. A new pod was successfully applied.